Manufacturer narrative:
(B)(4).

Event description:
Received information that patient experienced a shocking or jolting sensation following a position change. There was no known accident or incident related to this complaint. Additional information has been requested and if received a follow up report will be sent.